Manufacturer narrative:
Product ID 8709 lot# j10933r09, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a pump alarm that indicated that the reservoir was empty. It was indicated that the patient was supposed to have gotten a refill some time ago, but had not. It was noted that, during the refill, the physician had not been able to navigate through the tabs on the programmer as they were greyed out; however, it was indicated that it had occurred because a value hadn¿t been entered for the low reservoir alarm volume. The patient had been to the emergency room during the week prior to report, but the reporter was not sure whether it was related to the pump being empty or not. The reporter did not know what drug was in the pump.